Event description:
An intra-aortic balloon catheter would not fully inflate immediately following insertion while pumping with this intra-aortic balloon pump. The pt was transferred to another intra-aortic balloon pump and there were no pt complications involved. The bio-med dept at the user facility evaluated the balloon pump. The pinch rod on the front dome assembly was noted to be sticking. The pinch rod was removed and a small amount of grease was applied. The pinch rod was installed back into the front dome assembly. The pump functioned as intended and was placed back into service. The service manual outlines the procedure for routine maintenance of the pump. These routine maintenance checks would discover any problems with the pump prior to use. Co believes the appropriate maintenance of this device could have prevented this event and does not attribute it to the device.